Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side 300cc mentor memorygel breast implant; catalog number: 3543501; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant and was presented with right capsular contracture; grade iii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 15, 2024, mentor became aware that the patient experienced bilateral capsular contracture; grade IV, left side rupture and the date of bilateral replacement surgery with non-mentor natrell devices was (B)(6) 2024. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - UDI under field d4 has been updated to (B)(4).- fields d6b for explantation date have been updated to (B)(6) 2024. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right capsular contracture; grade IV since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 7, 2024, the mentor failure analysis lab received the device for evaluation. On october 16, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sx mpp gel 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).